Event description:
During a sacrospinous fixation procedure using the endostitch short instrument (173027) and the 0 surgidac reload (173024) was difficult to apply. After some difficulty, the needle was passed through. Upon removing the instrument, it was noticed that the needle had broken and part of it was missing within the pt. The remaining needle fragment was not retrieved and the device was discarded by the account. Procedure type: unk.